Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the minitray was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the main 1.3 mini tray failed to open. A technical support specialist confirmed that the customer had resolved the issue. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Correction: section d medical device brand name. Additional information section h imdrf annex b.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the minitray was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.